Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high impedances, a loss of capture, noise, and an apparent fracture. The lead was initially programmed off. The pace/sense portion of the lead was later capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert triggered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d314trg, ICD, implanted: (B)(6) 2013. (B)(4).